Event description:
The customer reported that the multiple patient receiver (org) was getting comm loss on all tiles. It was verified that the org could communicate with the network, but it was still getting comm loss. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the multiple patient receiver (org) was getting comm loss on all tiles. It was verified that the org could communicate with the network, but it was still getting comm loss. No patient harm was reported. The unit was sent to nka for evaluation and repair. Service requested / performed: evaluation/repair: the mother board was replaced, and the software updated to version 05-01. Investigation summary: the receiver cards in the org were also found to be old and defective. The root cause is most likely wear and tear due to aging. As such, a CAPA is not warranted. Additional device information: model #: ni. Serial #: ni.

Manufacturer narrative:
The customer reported that the unit gets communication loss on all tiles and verified that the multiple patient receiver (org) can communicate with the network but it still gets communication loss. No patient harm was reported. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that the unit gets communication loss on all tiles and verified that the multiple patient receiver (org) can communicate with the network but it still gets communication loss. No patient harm was reported.